Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy, and urethral dilation due to rectocele and stress urinary incontinence. The patient underwent a cystoscopy and urethral dilation on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, infection, urinary problems and recurrence. No additional information was provided.(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, urinary retention, incomplete bladder emptying, and dysuria. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent uti, bladder inflammation, burning in urination, dribbling, nocturia, urgency, urinary frequency, and weak stream.

Event description:
It was reported that following insertion the patient experienced recurrent uti, bladder inflammation, burning in urination, dribbling, nocturia, urgency, urinary frequency, and weak stream.